Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for evaluation. The reported patient effect of angina is listed in the xience sierra, everolimus eluting coronary stent system (eecss), electronic instructions for use, a known patient effect of coronary stenting procedures. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that on (B)(6) 2018 the 2.5x33 xience sierra stent was implanted in the proximal left anterior descending (lad) coronary artery and another same size xience sierra stent was implanted in the mid lad. On (B)(6) 2019 the patient had acute chest pain that may also have been a musculoskeletal strain. The patient was re-admitted to the hospital and treated with medication. The condition resolved on (B)(6) 2019. No additional information was provided.

Manufacturer narrative:
Exemption number e2019001. The stent remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2018 the 2.5x33 xience sierra stent was implanted in the proximal left anterior descending (lad) coronary artery and another same size xience sierra stent was implanted in the mid lad. On (B)(6) 2019 the patient had acute chest pain that may also have been a musculoskeletal strain. The patient was re-admitted to the hospital and treated with medication. The condition resolved on (B)(6) 2019.